Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient was having pain in the right leg following a revision procedure. The physician believed that the new pain was most likely procedure related. The patient was given a steroid and the device was reprogrammed. The patient was doing well with great relief.